Event description:
The customer reported to baxter corporate product surveillance (cps) a viaflex empty container in which a leak was detected. The report stated that the bag leaked about 70 grams of gammagard at the top seam right below the hanger. The leak was observed at the patient's house, when the patient was opening the shipping box and noticed the drug pooled at the bottom of the foil packaging bag. The customer stated that the bag was filled at the pharmacy and then packaged and shipped for delivery. No abnormalities were noticed upon packaging. There was a patient involved with this report. However, since the defect was observed before use there were not reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is preamendment; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that there was an open seal close to the hole hanger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the method of manufacturing process of the bag. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.